Event description:
It was reported that post-sensed t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were discussed and will be made at the next follow-up. The patient was stable and will continue to be monitored.